Event description:
It was reported to baxter from a hospital that an increased number of patients (number of patients affected unknown), experienced an infection in which actifuse was used. It was reported that some patients had (B)(6) infections while other patients experienced another type of infection (type of infection unknown). Baxter was informed yesterday the hospital has discontinued the use of actifuse and other products after an increased number of infections in patients. The hospital did not say that actifuse was the cause of the infections, however, they have discontinued the use and are re-training for these types of procedures. No additional information was provided. Additional information received on (B)(4) 2013: the site first started using actifuse and other new products (other products currently unknown) in (B)(6). During this time the hospital also had a new surgical staff on-board. The first infection was noticed sometime earlier this month (B)(6) and they have stopped using actifuse and the other new products around the (B)(6) to investigate what is causing the infection. The new surgical staff were also re-trained. The site is currently not blaming actifuse as the cause of the infections currently, it is known that two patients were affected (both patients were infected with (B)(6) and one of the patient with (B)(6)). This is one of two reports.

Manufacturer narrative:
Complaint no: (B)(4). Baxter medical assessment: actifuse is provided sterile and by that unlikely to cause a contamination or even infection. While we cannot exclude that the presence of a bioactive bone regenerative materials may have contributed to the augmentation of the infective process, as a root cause of the infection alternative causes, such as patient-, pathology-, and surgery-related causes need to be taken into account. Further clarification of the causative bacteria isolated during infection is recommended. Baxter is currently following up with the reporting site for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter sales rep visited the hospital to retrieve additional case information. Upon further discussion with the healthcare professional, it was discovered the customer was not making any allegation against actifuse and they are still using the product. Since the customer was not complaining about the product, they did not wish to provide any further case information. As there is no complaint or allegation against the product, no further investigation is necessary. The case will be kept on file for trending purposes.